Event description:
It was reported that the device was used during an obstructed ureter procedure, the device was used across the ileum to create two ends of bowel for the ileal reservoir. On the third firing, the gun would close but not fire. The reload was changed and examined. There were no drivers visible nor could any staples be seen in the cartridge (this reload is separate). The instrument was reloaded, and again the instrument closed. However, it would not fire. The decision was made to extend the incisiion and complete the ilieal reservoir and procedure open.

Event description:
It was reported that the device was used during an obstructed ureter procedure, the device was used across the ileum to create two ends of bowel for the ileal reservoir. On the third firing, the gun would close but not fire. The reload was changed and examined. There were no drivers visible nor could any staples be seen in the cartridge (this reload is separate). The instrument was reloaded, and again the instrument closed. However, it would not fire. The decision was made to extend the incisiion and complete the ilieal reservoir and procedure open.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.